Event description:
It was reported that the patient presented with pain in his lower back and leg. (B)(6) 2010: the patient underwent a lumbar fusion surgery where rhbmp-2/acs was implanted. It was reported that the patient fell and was told he would require neck surgery to correct his neck. (B)(6) 2010: the patient underwent a cervical fusion surgery where rhbmp-2/acs implanted. (B)(6) 2011: the patient underwent a lumbar fusion surgery. The patient now experiences pain in his legs, arms, hands, feet and in his lower back. The patient now requires narcotics to function and must walk with a cane. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to have bone overgrowth causing nerve impingement, and chronic pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with rhbmp-2/acs in the surgery of (B)(6) 2011.